Event description:
A nurse reported that cutter did not actuate during the calibration. The procedure type was unknown. The surgery was completed on the same day after replacing with the same product. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).